Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable between the c-arm and the monitor cart needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's monitors would not display an image. No patient injury was reported.